Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2012, a clinical status assessment identified the subject's qualifying condition as unstable angina (braunwald class iib). The subject was referred for cardiac catheterization which revealed a 85% stenosed lesion located in the proximal left anterior descending artery (lad). The lesion was 18 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.0 x 20 mm (B)(6) study stent with 0% stenosis. Post procedure cardiac enzymes were noted to be elevated. Cardiac enzyme elevation was consistent with the protocol definition of an mi. The event was resolved without residual effects and the subject was discharged the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).